Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot test and the therapy electrode recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed a hi-pot test and a therapy electrode recognition test. The cause for the test failures was isolated to an intermittent wire. The pulse wire in the cable that connects the front therapy electrode and the distribution node (dn) was intermittent. The root cause for the intermittent wires could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.